Event description:
It was reported that during a laparoscopic hysterectomy, the device worked and then the energy stopped working the fault light displayed on the generator. There was bleeding however the amount is unknown. The patient did not receive a blood transfusion. Another device was used to control the bleeding and to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.